Event description:
It was reported that the implantable pulse generator (ipg), right atrial (ra) lead, and right ventricular (rv) lead were explanted due to valve vegetation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.